Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: actual sample was returned for evaluation. Visual inspection was performed and the sample was in good condition. The ports were inspected to identify an occlusion and the ports were in good condition. When the reservoir was activated it filled with air indicating that a flow was present. During sample evaluation it was verified that the plate was able to be opened and closed and it functioned properly. The sample does not have any broken or damaged components that could have affected its function

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and reservoir was attached to a drain. During use, there was a lack of negative pressure. There was no adverse patient consequence reported.